Event description:
It was reported that there was a unit failure to switch to battery when ac power was lost. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the issue. No report of patient involvement. Legal manufacturer: hcs madison (B)(4).